Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer applied pressure to the serter and broke the sensor needle--presumably against the customer's skin since the event occurred during sensor insertion. The patient's blood glucose at the time of incident was 8.4 mmol/l. No products were returned and a replacement sensor was shipped to the customer.